Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to moisture damage. An internal visual inspection was performed failed due to moisture damage. The receiver log was not downloaded because device could not be turned on. The probable cause could not be determined post-investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.